Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported incomplete coaptation was due to challenging patient anatomical condition. The reported dyspnea and mitral valve insufficiency/ regurgitation were due to single leaflet device attachment (slda). A conclusive cause for unspecified tissue damage could not be determined. The reported medication (required), hospitalization and unexpected medical intervention appears to be due to case specific circumstance as medication was provided and the patient underwent additional mitraclip procedure where two clips were implanted reducing mr to grade 2+. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patients weight was obtained from the index procedure date, (B)(6) 2021. The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to worsening mitral regurgitation, possible tissue injury, and a single leaflet device attachment. It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4 and ruptured chordae. One mitraclip was successfully implanted, reducing the mr to grade 1. On (B)(6) 2021, a follow-up was performed. The patient expressed experiencing dyspnea. Per imaging, the mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda) along with ruptured chordae observed. The mr had increased back to grade 4. On (B)(6) 2021, the patient had been admitted for dyspnea. The patients lasix medication was increased as treatment on (B)(6) 2021, another mitraclip procedure was performed to treat the mr and slda. Two mitraclips were implanted medial and lateral to the slda clip. The mr had been reduced from grade 4+ to 2-3. Reportedly, it is unknown if the ruptured chordae associated with the slda was pre-existing before any clip procedure. No additional information was provided regarding this issue.